Event description:
It has been reported that after connecting the catheter to the pac-2 cable, the monitor displayed "---, could not make zero calibration."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.